Event description:
It was reported that during a remote follow up, oversensing was noted on the right ventricular (rv) lead. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.